Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a piece of septum floating into the cartridge. Reportedly, the customer changed the syringe as well as the cartridge and successfully completed the load process to address the reported issue. There was no impact to the customer's blood glucose level.